Event description:
Additional information received notes that the patient condition was stable.

Event description:
Related manufacturer report number: 2017865-2023-18099. Related manufacturer report number: 2017865-2023-18100. Related manufacturer report number: 2017865-2023-18101. Additional information received notes that the pacemaker system was explanted due to infection. The patient condition was not known.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2023-18099. Related manufacturer report number: 2017865-2023-18100. Related manufacturer report number: 2017865-2023-18101. Additional information received notes that the patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented with fever, erythema and soreness at the incision site. No changes or intervention was reported. The patient condition was not known.